Event description:
The treating doctor reported that the patient swallowed or aspirated the aligner, after CT-scan, aligners appear to be in the intestines, the reported symptoms could be potentially life-threatening. The patient did not report taking or being prescribed any medication to alleviate the reported symptom(s) or further medical intervention to remove the aligner. The patient stopped the use of the product at night.

Manufacturer narrative:
The current instructions for use contains the following: "warnings - orthodontic appliances, or parts thereof, may be accidently swallowed or aspirated and may be harmful.". The treating doctor shared that the potential root cause could have been lack of retention. There is no conclusive evidence provided that supports or opposes whether the invisalign system aligners caused or contributed to the reported event. Based on the available information, the patient aspirated or swallowed the (other serious (important medical events)), and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803.